Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event reported incorrectly in initial (B)(4); date of event is unknown and unsubstantiated by complaint documents. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2012, the distal part of the applicator inner shaft broke off. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The inspection of the affiliated raw material test certificate showed no deviations in regards to the material analysis, tenacity and structural stability. The breaking surface also does not show anything unusual. The instrument was produced in accordance with the specifications. The cause of the fracture is unknown.